Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a rotator cuff surgery the device failed. The pump automatically increased the pressure. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint allegation is not confirmed. One unpackaged ar-6480 arthroscopy pump serial number (B)(6) was received for investigation. Visual evaluation of the returned device noted no problems. The returned device was assembled with an ar-6420 lot# z4011, an ar-6425 lot# x0101, and an ar-6430 lot# 69910382 pump tubing and was tested and evaluated under normal conditions to see if the failure could be reproduced. The pump was connected to the power and turned on. After selecting the should setting, the run button was pressed to start the machine. The device was run for 41 minutes with no issues. No sudden changes in pressure were noted during functional testing. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected¿no problem found. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected¿no problem found. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 46 and 91, respectively. These results indicated no problem with pressures. No problem found.